Manufacturer narrative:
The device was returned, decontaminated and investigated. Investigation findings revealed the customer complaint was confirmed. During visual inspection, it was noticed that the jaws were broken. For final inspection requirements, all jaws are 100% inspected. Unable to test the tip for functionality because the condition of the return product. The root cause for this failure is unknown. This grasper tip may have broken because of natural wear and tear. Excessive force may also be a factor, if the force applied on the grasper exceeds 9.9lbs the tip will break. This complaint is confirmed.

Event description:
During laparoscopic surgery, tip of grasper instrument broke off during surgery and the device was able to be retrieved and there was no patient harm.